Manufacturer narrative:
(D10) concomitant products: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 320-42-03 - equinoxe reverse 42mm humeral liner +2.5. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-01-42 - equinoxe reverse 42mm glenospher. 320-15-01 - eq rev glenoid plate. This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, d1, d4 - remove all, d10. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, the patient had a tsa implantation mid-year of 2020 and reported soft tissue anterior pain in early 2023. The patient reported having soft tissue pain without injury for 6 months. Patient had cortisone injection for treatment and the outcome of this event is now considered resolved. The clinical study report indicates this event is definitely not related to the device or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, g4, h6. MDR section codes updated/corrected: b, c, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 320-42-03 - equinoxe reverse 42mm humeral liner +2.5. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-15-01 - eq rev glenoid plate. (H3) pending evaluation.

Event description:
As reported by the equinoxe shoulder study, the 76 y/o male patient had a tsa implantation mid-year of 2020 and reported soft tissue anterior pain in early 2023. The patient reported having soft tissue pain without injury for 6 months. Patient had cortisone injection for treatment and the outcome of this event is considered to be continuing. The clinical study report indicates this event is definitely not related to the device or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.